Manufacturer narrative:
No sample data was provided. Per qc data supplied by the customer, three levels of accutni qc were run at ~08:40 on the day of the event and recovered within the customer's established ranges. At ~21:33 on the same day, three levels of accutni qc were run. Level 1 failed >2sd high and level 3 failed >2sd low. Three levels of qc were repeated at ~02:33 a day after the event and all recovered within their established mean. System check reports dated (B)(4) and (B)(4) 2011 showed all portions passed within published specifications. A field service engineer (fse) went on-site a day after the event. Fse noted rust on the ends of the aspirate probes and liquid was adhering to the rust. When this occurs, complete evacuation of the reaction vessel is not achieved leading to incomplete washing and in an assay such as accutni this can cause erratic dose response and results. Fse replaced the aspirate probes and then ran high sensitivity system check and qc. All results were within published specifications. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding erratic troponin (accutni) results generated by the access 2 immunoassay system for six patients' samples. There was no affect to patient with regard to this event.